Manufacturer narrative:
Technician found the bed in bed shop. The head section was all the way down and would not go up from either siderail. No alarms; replaced the headup valve to resolve this issue.

Event description:
Complaint that the head section will not go up. No injury reported.